Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter bent during infusion while using bd intima-ii¿ closed IV catheter system. No serious injury reported. The following information was provided by the initial reporter, translated from chinese to english: after the nurse opened the package of the indwelling needle and successfully punctured it, the internal catheter tube was bent when the hard needle was removed and catheterized, resulting in fluid blockage. A second venipuncture was required to re-establish venous access the nurse used a closed vein indwelling needle to puncture the patient and successfully removed the needle. The catheter tube was bent due to the soft material, so the fluid could not be injected into the body. On (B)(6) 2022 patients in the hospital a surgical ward surgery and anesthesia before the nurse to the patient with closed venous indwelling needle puncture success when pulling out the needle tube bending caused by the material too soft, cause the liquid can't enter the human body, the nurse to replace the same model secondary with batch number needle puncture, after pulling out the needle connection infusion solution is complete. This event led to an increase in the number of punctures and increased patient distress.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2018037. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. The retained sample of the complaint batch was carried out for relevant functional tests. The results were within the product specifications and no abnormality was found. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that catheter bent during infusion while using bd intima-ii¿ closed IV catheter system. No serious injury reported. The following information was provided by the initial reporter, translated from chinese to english: after the nurse opened the package of the indwelling needle and successfully punctured it, the internal catheter tube was bent when the hard needle was removed and catheterized, resulting in fluid blockage. A second venipuncture was required to re-establish venous access the nurse used a closed vein indwelling needle to puncture the patient and successfully removed the needle. The catheter tube was bent due to the soft material, so the fluid could not be injected into the body. On (B)(6) 2022 patients in the hospital a surgical ward surgery and anesthesia before the nurse to the patient with closed venous indwelling needle puncture success when pulling out the needle tube bending caused by the material too soft, cause the liquid can't enter the human body, the nurse to replace the same model secondary with batch number needle puncture, after pulling out the needle connection infusion solution is complete. This event led to an increase in the number of punctures and increased patient distress.